Manufacturer narrative:
The reported lot # [02756119p48] was not found for the reported catalog # [393282]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the vps 18ga 1.3mm od 32mm l instaflash had a loss of resistance during use and blood backed up through the gate. The following information was provided by the initial reporter, translated from (B)(6) to english: "applies peripheral venous catheter to the patient's right hand back. When I check the function by flushing with 10 ml syringe filled with saline, I get a sudden "loss of resistence" and almost the entire syringe is emptied, when I remove the syringe from the injecting valve, it backs up with blood through the gate. There's no resistance left in the catheter. Removes the catheter and notes that the grey plastic/rubber membrane has released and gone backwards towards the rear injection port."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 was initiated.

Event description:
It was reported that the vps 18ga 1.3mm od 32mm l instaflash had a loss of resistance during use and blood backed up through the gate. The following information was provided by the initial reporter, translated from swedish to english: "applies peripheral venous catheter to the patient's right hand back. When I check the function by flushing with 10 ml syringe filled with saline, I get a sudden "loss of resistance" and almost the entire syringe is emptied, when I remove the syringe from the injecting valve, it backs up with blood through the gate. There's no resistance left in the catheter. Removes the catheter and notes that the grey plastic/rubber membrane has released and gone backwards towards the rear injection port.".